Event description:
It was reported that the patient with this implantable electrode received five inappropriate shocks due to oversensing. The sensing was programmed in alternate. Technical services (ts) provided reprogram recommendations. This electrode remains in service. No adverse patient effects were reported.